Event description:
There was no pt involved in this event. This device malfunctioned because it would not power on and the green status indicator light is flashing. A device in this fault mode. If left undetected could result in the failure of the device to perform as intended if required.